Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 71 mg/dl. The customer reverted to an alternate method in insulin therapy. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touch screen issue was verified. Additionally, the alleged cracked/shattered/scratched touch screen issue could not be verified; however, a different issue was identified.